Manufacturer narrative:
One cadd solis vip pump was received with no physical damage. There was no evidence of the reported issue in the event history log. Accuracy test was performed and the reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%.the pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range.

Event description:
Information was received device failed accuracy test. No adverse effects reported.